Event description:
It was reported that during an ankle fracture surgery the tips of the driver ar-9844dh and the tip of the ar-8943-07 became bent. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-8943-07 curved pointed bone reduction forceps batch number: 672345 was received for investigation. Visual evaluation of the returned device noted one of the curved pointed tips was broken off. The missing fragment was not returned. Functional testing was not able to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse due to mishandling and/or user error due to excessive mechanical forces during use. Refer to investigation photos.